Event description:
It was reported during in clinic follow up that the right ventricular lead displayed a loss of capture. Imaging confirmed dislodgement. Repositioning was attempted, but unsuccessful as the helix could not re-extend. The product was explanted and successfully replaced. There were no patient consequences.